Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-06204. Follow up identified the patient underwent a lead revision on (B)(6) 2017. The patient reported receiving effective stimulation therapy postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-06204. It was reported the patient was not receiving effective stimulation therapy from her scs system. A sjm representative met with the but was unable to resolve the issue through reprogramming. Additional troubleshooting showed half of the patient's scs lead contacts have high impedance. Surgical interevention may be taken to address the issue.